Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).